Event description:
The customer reported that on (B)(6) 2015 her blood glucose and insulin history is as follows: time: 10:43 pm, bg (mg/dl): 298, bolus (u): 2.45. Time: 04/27/2015. Time: 7:15 am, bg (mg/dl): 432, bolus (u): 3.5. Time: 8:15 am, bg (mg/dl): 450. At 8:56 am the pod was deactivated and she noticed the cannula was kinked. At 9:00 am she gave herself a manual injection of 5.0 units of insulin and was able to activate a new pod. By 10:05 am her bg level lower to 323 mg/dl. The pod was discarded.

Manufacturer narrative:
The product will not be returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed. See scanned page.